Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture was observed on the right ventricular (rv) lead nor the right atrial (ra) lead and the patient was not receiving pacing. The leads remain in use. No patient complications have been reported as a result of this event.